Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise leading to auto mode switching (ams) was observed. The noise was reproducible with isometrics. Programming changes were made. The patient was to continue with remote monitoring. The patient was stable.